Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported an alleged broken instrument. Surgeon was performing a right total hip revision, during surgery while removing the cone body remover, instrument broke. Implant was not removed as a result. Surgery completed.

Manufacturer narrative:
An event regarding an alleged crack/fracture involving a restoration modular body/stem separator was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis report concluded that the chuck adapter fractured at the threads and at the base of one of the fingers. The fractures at both locations were consistent with overload. Eds showed the chuck adapter base alloy was consistent with astm a693 alloy, and the discoloration was consistent with an oxide, the base alloy and biological material. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: confirmed there has been 5 other events for the lot referenced. Conclusions: a mar conducted on the returned device confirmed the event. The mar concluded that chuck adapter fractured at the threads and at the base of one of the fingers due to overload. Furthermore eds showed the chuck adapter base alloy was consistent with astm a693 alloy, and the discoloration was consistent with an oxide, the base alloy and biological material. If any additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported an alleged broken instrument. Surgeon was performing a right total hip revision, during surgery while removing the cone body remover, instrument broke. Implant was not removed as a result. Surgery completed.